Event description:
It was reported that the customer was missing an instrument following a lumber spine surgical procedue. A codman surgical pattie was used to mark the surgical site and upon x-raying the patient, the pattie was not detected. Note: the customer is unable to identify the catalog number/lot involved in the event so has returned patties of the following catalog numbers and lot: 80-1399 lot eu552, 80-1400 lot lu497, 80-1408 lot mu425; 80-1403 lot mu 494, since the customer is unable to identify the pattie involved in the event, the medwatch report will be filed for 80-1399 lot eu552 which is representative of the product involved.